Event description:
It is reported that the patient's x-rays are showing signs of osteolysis and lucency. The patient is also reporting pain.

Manufacturer narrative:
This report will be amended when our investigation is complete.